Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Event description:
It was reported the upper and lower cases are cracked. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case and lower case are broken. Analysis also found the upper case, lower case, battery release, battery release o-ring, and battery drawer are contaminated. One case screw and battery drawer o-ring are missing. Battery contacts are compressed, battery flex is contaminated, and lcd (liquid crystal display) is missing pixels. It is noted battery returned with device measured 8.87 volts no load. (B)(4).